Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected squeaking noise or abnormal noise noted during motor forward or reverse operation. No drive or motor anomaly noted during testing. No crack on the reservoir, reservoir tube lip, or retainer noted during physical inspection. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had motor anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that there was crack in case and thread was damage. Customer heard squeak sound while rewind but thread don¿t move. The insulin pump will be returned for analysis.